Manufacturer narrative:
On 6/16/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smart touch unidirectional catheter where some filaments were found on the catheter tip (small plastic like threads at the catheter distal extremity). The returned device was visually inspected, and the first electrode near the tip was found damaged. No foreign material was present. The outer diameter of the catheter was measured and found within specifications. Per the catheter¿s observed condition, scanning electron microscope (sem) analysis was performed. The results showed evidence of mechanical damage on the surface of the ring. It is possible that the damage was caused by an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Additional information and clarification was received on the event on (B)(6) 2017. The damage did not result in wires being exposed or any lifted or sharp rings. They clarified that there were small plastic like threads at the catheter distal extremity. A preface 8fr sheath was used. The catheter was not pre-shaped. Therefore, the reported event of internal components of the catheter may have been exposed was incorrect. However, the additional clarification stating that there was small plastic like threads at the catheter distal extremity remains a reportable malfunction as the foreign material was found within the usable length of the catheter and therefore, pose a risk to the patient. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smart touch unidirectional catheter where some filaments were found on the catheter tip. During the procedure, the physician attempted to remove the device from the introducer, and felt some resistance while doing so. After successfully removing the catheter, some filaments were noticed at the distal end. The catheter was exchanged, and the procedure was completed without any patient consequence. Multiple attempts have been made to obtain additional information regarding this complaint, but none has been made available. The issue with the resistance felt during removal is not reportable. If resistance is encountered, the catheter/introducer may be withdrawn as a unit. This is a common practice during procedures. The vast majority of electrophysiology procedures utilize multiple device exchanges, and the potential that this could cause or contribute to an adverse event is remote. However, the presence of filaments at the distal end of the device will be conservatively reported. The description of the damage indicates that the internal components of the catheter may have been exposed, which creates a critical risk of thrombus formation.